Event description:
A lesion in the right coronary artery was pre-dilated with a 3.0mm x 18mm ptca balloon, then another manufacturer's stent was inserted, however, it was unable to cross to target lesion. The right coronary artery had an acute shepherd's crook angulation off of the aorta. A 4.0mm diameter by 18mm length s670 stent delivery system was then inserted and deployed at 16atm of pressure (rated burst is 15 atm). The outer diameter of the delivery balloon measures 4.6mm at 16atm. A dissection was noted at the distal end of the stent after the stent was deployed. Subsequently, a s670 stent was inserted to treat the distal dissection, however, the stent dislodge when it caught on the previosly deployed stent and guide catheter. Attempts to retrieve the undeployed stent were unsuccessful and there was no additional treatment performed. The patient was reported to be stable post procedure and discharged home 2 days later. The lesion not being predilated 1:1 and the deployment of the stent over rated burst likely contributed to the distal stent dissection. Separate medwatch reports have been submitted for each device involved in this event.